Event description:
It was reported that upon deployment of a vena cava filter, one of the legs became caught in the sheath and the filter deployed lower than the intended implantation site. Reportedly, one of the legs became caught in the sheath and when the physician was removing the sheath, after filter deployment, he felt some resistance and saw the filter move approximately 3 to 4 cm. The filter remains implanted. There was no injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was not provided. The device is not available as it remains implanted. The event investigation is currently underway.